Event description:
A peritoneal dialysis (pd) patient reported finding a fluid leak during his treatment. The patient noticed fluid leaking from his catheter extension during this treatment. The patient went to see his pd nurse and had his catheter extension replaced. The set was not made available for evaluation and a part number to identify which catheter extension set was in use has not been provided. During follow up the patient's pd nurse reported that the patient did not have any signs of infection. The patient was administered 1 gram of vancomycin prophylactically. No adverse event reported at this time.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation, and the lot or part number were not able to be obtained to date. An investigation of the product delivered to the customer was completed and a lot or part number delivered were not able to be determined.